Event description:
Customer reported receiving multiple error messages on the display of her freestyle flash blood glucose meter. She further reported that due to the error messages she guessed at how much insulin to take and subsequently experienced tremulousness, diaphoresis, stomach discomfort and stated her body felt like jelly. She then ate some sugar to bring up her glucose level. Customer was then assessed at a local healthcare facility, (customer could not remember if paramedics were called), where she was admitted to the hospital, diagnosed with dka and treated with potassium, a saline intravenous infusion and "other things", (customer could not remember). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.